Manufacturer narrative:
This report is a supplemental report for the event described in manufacturer report number 1645337-2020-05209, which was mistakenly voided in the complaint handling system. All further reporting for this event will be under manufacturer report number 1645337-2020-06978. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report is a supplemental report for the event described in manufacturer report number 1645337-2020-05209, which was mistakenly voided in the complaint handling system. All further reporting for this event will be under manufacturer report number 1645337-2020-06978. It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (right device) and a mentor memorygel breast implant 250cc gel breast prosthesis (left device) developed bilateral breast pain. Baker grade IV capsular contracture was diagnosed in the patient¿s left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 23-jun-2020, the mentor failure analysis lab received the device for evaluation. On 24-jun-2020, mentor received additional information about the event: it was incorrectly reported to mentor patient suffered from baker grade IV capsular contracture in her left breast only. New information states that it was the patient¿s right breast that had developed baker grade IV capsular contracture. Patient code has been changed to 1761 ¿capsular contracture¿ for patient¿s right breast prosthesis. It was incorrectly reported to mentor that the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6)2020. The patient had only the right breast prosthesis removed on (B)(6)2020 and it was replaced with a mentor memorygel breast implant 275cc gel breast prosthesis. On 02-jul-2020, mentor completed the investigation on the suspect medical device on this date. Device evaluation summary: according to the information reported, the patient developed capsular contracture on the right breast. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).